Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the pump does not save settings/calibration and system date. Helium tank valve calibration is ineffective. The fse replaced the motherboard (0670-00-0788) and all functional/safety checks were performed. The pump is operational. The following investigation was performed by (B)(4), 12 nov 2024. The failure analysis and testing dept. Received part number 0670-00-0788 main board serial number (B)(6) with a reported unit failure of maintenance code #5. The failure analysis and testing dept. Performed a visual inspection and found a white substance on the solder side of the board in various places. Based on past experience this substance is consistent with saline. The fat cannot investigate this complaint any further due to the saline spill. Probable cause of maintenance code 5, and the inability of the board to process the correct date and time, is due to the saline spill. Retaining the board in the fat per procedure number (B)(4). Per sme- based on the information in the complaint, the probable root cause is fluid ingress into the cs300 damaging the motherboard. Dm 23-dec-2024.

Event description:
It was reported that while preparing the device for operation, the cs300 intra-aortic balloon pump (iabp) is unable to read parameters. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.